Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The report states: litigation papers allege the bilateral patient began to suffer from severe and recurring pain in both hips, as well as, clicking and popping. It is further alleged that she tested positive for toxic levels of cobalt and chromium. Additional evaluation is being performed to determine when, and if, revision surgery can be performed. Doi: 4-5 years ago (right side). Doi: (B)(6) 2008 (left side). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 10/22/2015- pfs and medical records received. After review of the medical records for MDR reportability for the left hip ((B)(4)), the primary operative note indicated the suffered a crack in the femoral neck while reaming just as the patient did with the right side. After reviewing the records for the right hip, there is no indication of the fracture during the primary, but cables were removed during the revision operative note. The unknown asr hip is being changed to an unknown broach. The complaint was updated on:11/16/2015.

Event description:
Litigation papers allege the bilateral pt began to suffer from severe and recurring pain in both hips, as well as, "clicking and popping." It is further alleged that she tested positive for toxic levels of cobalt and chromium. Additional evaluation is being performed to determine when, and if, revision surgery can be performed. On (B)(6) 2011 - the sales rep reported the revision surgery. The pt was revised to address pain and acetabular loosening.